Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, a field service engineer (fse) confirmed issue was resolved without knowing how it was resolved. Fse logged in remotely to confirm no issue found. Customer was able to login without any issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was locked and users were not able to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.